Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a ruby coil pusher assembly appeared to have been kinked while being removed from its dispenser hoop. The damage to the ruby coil occurred prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using another coil.